Manufacturer narrative:
Additional information: h6. Additional information/correction: h11: the device was received for evaluation. During functional testing, the customer reported problem of "close door" was reproduced. After set loading into the tube channel and closing the door a 'close door" message was observed. A review of the event history log identified "shut door - power off!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged lower latch switch housing with the switch itself missing entirely .the lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "ec320, close door" was reproduced and displayed close door message followed by system error 320 immediately. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged lower latch switch housing with the switch itself missing entirely .the lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump does not recognize closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.